Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07164. It was reported that patient presented for a left ventricular - lv lead revision procedure. It was noted that the lv lead was dislodged and the implantable cardioverter defibrillator - ICD had migrated due to twiddler's syndrome. The lv lead was explanted and replaced. The ICD was placed in a tyrx pouch and reimplanted. The patient was in stable condition during and after the procedure.